Event description:
Provider was using fenestrated bipolar forceps during robotic procedure when the cables in the instrument snapped and deemed it unusable. No harm was caused to patient. Fenestrated bipolar forceps: lot: k102301104400, ver: 17, ref: 471205.